Event description:
It was reported that during a coronary stent procedure of a circumflex lesion, the physican was unable to cross the lesion. The physician elected to retract the delivery/stent device back into the guide catheter. Upon removal stent damage was noted. No patient injureis or complications were reported.